Event description:
It was reported that intraoperative diagnostics performed on a patient's generator, resulted in varying impedance values. The reporter indicated that the device was removed from the patient's lead, and that generator diagnostics confirmed proper device function, prompting the surgeon to continue the procedure and monitor the patient post surgery. Later, the reporter stated that the patient had received "high, then low" impedance results during post surgery diagnostics, and that the patient would undergo exploratory surgery in order to evaluate the presence of any obstructions. Good faith attempts for add'l info are in progress.